Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call for high blood glucose. Customer¿s blood glucose was 400 mg/dl at the time of incident. Customer¿s blood glucose was 300 mg/dl. Customer reported that they are having issues with the battery cap coming off. The customer had trouble getting the battery cap off and was on an older pump. The customer stated that they were not able to remove the battery cap and the battery cap is cracked. The insulin pump will not be returned for analysis.